Event description:
The pt contacted lifescan in 2005 alleging that their one touch ultra meter was set to the incorrect unit of measurement (mmol/l). The medical affairs specialist attempted to contact the pt on 7/2005; however, a letter is being mailed since the pt could not be reached. The pt reported that pt ate food and or beverage prior to being administered food and or a beverage by a medical professional. No other clinical information was provided. It would have been helpful to know pt's blood glucose results during the time of concern, medication regimen, and possible symptoms. Therefore, there is no indication that the product contributed to a serious injury or the medical attention. The customer service agent confirmed that the meter was previously set to the correct unit of measurement and pt had not recently changed the unit of measurement in the meter settings. This case is being reported as a malfunction due to the fact that meter is in the wrong unit of measurement while the pt does not recall going into the meter settings. The meter, test strips, and control solution were replaced.